Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2010 and the mesh was implanted. It was also reported that he patient experienced pain in tailbone, butt, hips and groin, and burning stabbing constant pain in shoulders and middle of back. The pain medication was not too helpful. The patient experienced hair falling out including eyebrows, leaking urine sometimes not making to toilet, urination difficulties and constipation. The patient always felt like everything is going to fall out. The patient had trouble eating and was feeling not hungry or experienced abdominal pain after eating and heartburn. The patient was not losing any weight and had pellets. The patient experienced constant headache, nausea, extreme fatigue, trouble sitting and sleeping which in turn makes harder to wake, sleeping difficulties on back or left hand side and sometimes walking difficulties due to pain in hips and groin going down to knees. The patient was taking pain medication which did nothing as reported. The patient reported that boils appeared on vagina and breasts past 6 years and almost constant now. The patient is unsteady on feet, falling over, side stepping trying not to fall over and also experiencing depression, anxiety and stress. No further information available.